Event description:
It was reported that a boa polypectomy snare broke during a colonoscopy procedure. The loop cable broke at the point where it exits the sheath. No patient injury resulted, and the procedure was completed using another polypectomy snare. The device was not retained by the medical facility and was not available for return to the manufacturer.